Event description:
Deceased patient - (info that we have at this time is below). H) when were they first operated ? Response: (B)(6) hospital. I) did they undergo revision surgery? Response: no. J) what is there medial history, age personal profile etc? Response : age is (B)(6), medical history; pain while walking. K) what was the cause of death? Response : not know. L) how and when did we get to know about their death? Response: relative(brother) on (B)(6) 2013. M) what is the medical reason recorded for their death? Response: not know. N) any other relevant details / facts. Response: not know. Update - added hip side, added products x 4, surgeon and surgery date. Taken from further info email with the alert date of (B)(6) 2014. Right hip. Update - amended surgery date, taken from email dated (B)(6) 2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.